Event description:
Boston scientific received information that during a follow up visit, this atrial lead displayed noise and increased threshold measurements. In addition, high out of range impedance measurements were reported. It was thought this lead was fractured. The device was reprogrammed to vvi pacing mode. No adverse patient effects were reported. The patient with this lead is not pacemaker dependent.

Manufacturer narrative:
According to available information, this lead was deactivated and remains implanted. Should additional information become available, this event will be updated. As no return of product is intended, boston scientific cannot confirm nor deny this reported clinical allegation.